Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has had some pocket site pain and the battery was tilting. The physician performed a pocket revision on the day of the report and moved the implantable neurostimulator to a different location to resolve the issues.